Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the interconnect cable (orange loop wire too short). Interconnect cable replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the mainframe on the 9800 system has no power. There was no report of patient injury.